Manufacturer narrative:
Additional information was received that the patient underwent a procedure due to midline incision site was still draining. During the procedure, the physician cleaned up the midline site. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was admitted in the hospital due to infection at the pocket and lead incision site. Symptom includes drainage on both sites. The physician believed that the infection was procedure related. The patient underwent debridement wherein both incision sites were cleaned out and had antibiotic beads injected into the sites.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #:(B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was admitted in the hospital due to infection at the pocket and lead incision site. Symptom includes drainage on both sites. The physician believed that the infection was procedure related. The patient underwent debridement wherein both incision sites were cleaned out and had antibiotic beads injected into the sites.

Event description:
A report was received that the patient was admitted in the hospital due to infection at the pocket and lead incision site. Symptom includes drainage on both sites. The physician believed that the infection was procedure related. The patient underwent debridement wherein both incision sites were cleaned out and had antibiotic beads injected into the sites.

Manufacturer narrative:
Additional information was received that patient's infection at the pocket site has completely healed. The patient's midline incision still has drainage. The patient will continue with antibiotics.

Event description:
A report was received that the patient was admitted in the hospital due to infection at the pocket and lead incision site. Symptom includes drainage on both sites. The physician believed that the infection was procedure related. The patient underwent debridement wherein both incision sites were cleaned out and had antibiotic beads injected into the sites.

Manufacturer narrative:
Additional information was received that the patient's infection was improving. The patient still has infection on the upper thoracic incision site and was still treated with antibiotics.